Manufacturer narrative:
The patient has lupus. According to product labeling, anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, causing false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The practice nurse carried out extensive comparison testing with other patients and all inr values from the meter were within a 0.1 inr maximum difference to values obtained with the laboratory method. The customer's product was not returned for investigation. Relevant retention test strips (lot 235473) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter and the result was 3.5 inr. A venous sample was collected from the patient 5 to 10 minutes later and this sample was tested in the pathology laboratory using the innovin (thromboplastin) test method. The result from the venous sample was 2.3 inr. The patient is a nurse who carried out her own testing on the meter. It was asked, but it is not known if the patient applied sample to the test strip within 15 seconds. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's inr and warfarin dose have been stable, but at this time, the dose is changing constantly with a fluctuating inr. The customer's product was requested for investigation.